Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. Insulin pump rewinds and seats properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the piston did not move down or up. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they had trouble with insulin pump rewinding. The insulin pump will be returned for analysis.